Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, the sensing was low when connected to the implantable cardioverter defibrillator (ICD). The rv lead was then re-positioned due to a small sensing signal, and the helix of the lead came out suddenly and showed high pacing impedance. After the lead was repositioned and re-connected to the implantable cardioverter defibrillator (ICD), the screw in the ICD connector port was unable to be tightened by the wrench after several attempts. The rv lead and the ICD were replaced. No patient complications have been reported as a result of this event.